Event description:
Additional info from user facility report: the tubing from the reservoir became disconnected during the midst of an aortic valve replacement. The perfusionist was eventually able to reconnect and restart the heart/lung machine. No air reached the pt. The bubble detector did not go off.

Manufacturer narrative:
Sorin group USA received a medwatch report stating that the tubing from the reservoir became disconnected during the midst of an aortic valve replacement. The perfusionist was eventually able to reconnect and restart the heart/lung machine. No air reached the pt. Product has not been returned for eval. The risk mgr has been contacted several times regarding the return of the product for eval. A f/u report will be filed when the product is received.